Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.